Event description:
The user facility reported a broken runthrough wire tip that occurred during a percutaneous coronary intervention (pci). According to the team they had a runthrough wire tip breakoff during a procedure . The patient remained stable during the procedure and no harm to the patient was done. The doctor was placing a stent in a heavy calicified left anterior descending artery (lad) . He had a runthrough ns wire down the lad and a sion blue wire down the diag. The sion blue wire was pulled back before stent deployment . Once stent (boston scientific synergy) was deployed and vessel was post dilated ( boston emerge) the runthrough wire was removed . Upon removing the tip of the wire came off in the left main. The decision was made to pin the wire to wall with an additional stent (boston scientific megatron). The estimated blood loss was less than 250cc. A coronary artery stenting and angioplasty was required to trap the wire tip in a secure location.